Event description:
The device user reported as having dementia fell asleep while smoking. The bed linens were ignited. The burning lens ignited the aire twin mattress. The device was in use at the user's home. The device user was treated at a local hosp and subsequently transferred to a large regional medical center. Death occurred seven days after the event. After discussion with the initial reporter, it is not apparent that the device malfunctioned.

Manufacturer narrative:
The device was consumed by the fire and is not available to be returned for evaluation. The device was consumed by the fire and is not available to be returned for evaluation. No conclusion can be determined for the device's contribution to the adverse event. The mattress has been flammability tested with acceptable results to bs en 7177, bs en 597-1 and -2 and 16.